Manufacturer narrative:
Investigation summary the complaint investigation for discrepant results when using the bd max vaginal panel (ref. (B)(4)) kit lot 4054189 was performed by the review of manufacturing records, review of customer¿s pictures, retain material testing and by the complaint¿s history review. Customer reported two patient samples that tested negative for the candida krusei target when using bd max vaginal panel kit lot 4054189 but tested positive when using another verification method (culture/maldi-tof). Review of the manufacturing records of bd max vaginal panel kit indicated that lot 4054189 was manufactured according to specifications and met performance requirements. Customer provided a picture of the bd max computer screen displaying amplification curves from run 1852. Samples in position a2 and a4 both showed an amplification curve in the 630/665 channel (cy5), but the results were negative for the ckru target. According to the customer, both specimens gave a positive result for candida krusei when tested culture results and maldi-tof. Nonetheless, the customer did not provide detailed description of the samples involved. Manual pcr curve adjudication was conducted across both samples in a2 and a4 and showed what seems to be late and low, but true, amplification for the ckru target, but below the threshold to be considered positive. Manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. The retain material of bd max vaginal panel kit from lot 4054189 was tested and the results were as expected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant or false negative results on bd max vaginal panel kit lot 4054189. The root cause was not identified. However, specimens at or near the assay limit of detection (lod) could explain the customer's issue. Moreover, limit of detection can vary between different testing methods. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard or trends was identified. Bd quality will continue to monitor for trends.

Event description:
Report 2 of 2: it was reported that during use of the bd max¿ vaginal panel, a false negative candida patient result was obtained. Culture was positive for candida krusei. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nsu, ouy, pqa. E.1. Initial reporter phone number: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported that during use of the bd max¿ vaginal panel, a false negative candida patient result was obtained. Culture was positive for candida krusei. There was no report of patient impact.